Event description:
It was reported that this patient observed a red call doctor (rcd) icon on their remote monitoring communicator. Boston scientific technical services (ts) explained the rcd icon and that troubleshooting was done to send the information to the clinic. The healthcare provider (hcp) indicated that they saw the data transmission and will follow up with the patient. A subsequent review of the remote monitoring data indicated that the patients implantable cardioverter defibrillator (ICD) device exhibited an alert for a high out of range shock impedance measurement of 126 ohms on this right ventricular (rv) lead. The shock impedance trend graph showed a recent increase and then the high out of range measurement was reached. The lead remains in-service. No patient symptoms or adverse patient effects were reported.